Event description:
It was reported that "surgeon placed 2 avs pl 9mm implants per surgical technique uneventfully. Inserted (r) side first, (l) side next. This was at levels l5-s1. Surgeon was not completely satisfied with placement of (l) side spacer. Pushed space forward to reposition and it moved anterior outside vertebral space. Attempted to reengage the implant for removal. Implant could not be retrieved."

Manufacturer narrative:
Investigation has been initiated. Any additional information will be filed as supplement report.